Manufacturer narrative:
The returned soli-c implant was found with various abrasions and surface scratched on the titanium face plate. It is unclear whether the surface damage occurred during implantation of the implant or during explantation. There is no indication that the event was caused by the design or manufacturing of the device. All proper material certs are attached with the manufacturing records and no deviations are noted. The probable underlying root cause for the reported incident is metal allergy as described by the patient. The IFU includes under contraindications, "metal sensitivity/allergies to the implant materials."

Event description:
It was reported, patient failed to inform dr. That she had a titanium allergy. Subsequently, patient suffered an adverse reaction and needed a revision surgery to remove the implant and replace it with an allograft product.patient outcome: no further adverse effect reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2014-00005 & 00006).